Event description:
Reporter alleged the lancet needle that is apart of the softclix device kit system used in finger-stick blood glucose testing did not fully retract. The location of the alleged incident was not provided. As a result, no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent. Softclix device lit: catalog # 957.

Manufacturer narrative:
The suspect product is the softclix device.